Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Complaint number: (B)(4).

Event description:
The heatlhcare professional reported injecting less than one syringe of smooth into the lips and marionnette lines of a patient. Immediately following the injection, the patient had very hard, painful lumps. The lumps were treated with four (4) procedures to dissolve the product. There were no signs of vascular occlusion.